Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
A prodisc-c implant was placed at c5-c6. A follow-up x-ray taken at 3 weeks post-operative showed the inferior end plate subluxation. Pt was returned to the or for removal at 6 weeks post-implant.